Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false positive results when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer, when compare the results with competitor systems seegene allplex¿ sars-cov-2 assay, genexpert cepheid and the same cobas® liat®. The initial sample was tested using the cobas® liat® system and generated sars-cov-2 positive. The positive result was reported to the clinician. The same sample was sent out to a different laboratory for confirmation testing using both the seegene allplex¿ sars-cov-2 assay and genexpert cepheid. The results were negative for the sars-cov-2 target. A new swab sample was re-collected and re-tested on the same cobas® liat® system as negative for the sars-cov-2 target. To date no patient harm or injury is alleged. Investigation is currently in progress.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Investigation of the complaint kit lot did not identify any product problem. No information on sample type or collection kit was provided to determine if the sample collection and handling was per the product's instruction for use. Instrument data was not provided for a full investigation into the root cause, however limit of detection (lod) cannot be ruled out. The differences in testing platforms could explain the sample discrepancies as noted in the method sheets for each test: the lod differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system and the cepheid genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat system sars-cov-2 lod is 0.012 tcid50/ml (0.0084 pfu/ml) which indicates being over twice as sensitive as the genexpert. The seegene assay lod was unavailable in referenced literature, however the testing targets are a bit different than the liat. The seegene assay is designed to detect rdrp, s, and n genes specific for sars-cov-2. Liat scfa test detects different regions of the orf1a/b along with the n gene of the sars-cov-2. Detection of either or both targets is considered a positive sars-cov-2. As such, results with one assay may not be reproducible with a different assay. (B)(4).